Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in a mildly calcified and moderately tortuous distal left anterior descending artery (lad). The 2.0mm x 15mm quantum maverick balloon catheter was advanced for pre-dilatation. Inflation was performed once to 12 atms. During the second inflation, the balloon ruptured at 16atms. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status is good.